Event description:
Related manufacturer reference numbers: 3006705815-2023-00476 and 3006705815-2023-01936. It was reported that the patient was experiencing pain at the ipg site as well as ineffective therapy due to the positioning of the leads. Surgical intervention was undertaken on (B)(6)2023 in which the ipg was explanted and replaced and the leads were repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-00476. It was reported that the patient is experiencing ineffective therapy due to the positioning of one of the leads as well as pain at the ipg site. Surgical intervention may be pending to address the issue.